Manufacturer narrative:
One photo was received from the customer showing two plum cassettes with a purple square circling the diaphragms. One used device was received for evaluation 12/15/2023. The set was leak tested per product specification and no leakage was found. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of cassette test failure could be confirmed on the used 14687-15, primary plum set received for investigation. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. However, a cassette error occurred during testing and further infusion was unable to be performed. The most probable cause of these events is related to the product exposure to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. The lot history review also revealed previous cassette warpage found in this lot.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e1 - extension number: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with list number. The reporter stated leakage on cassette, pump showed ¿cassette test failure." The event was noted during infusion with plum a+ mating device and the medication involved was unknown; there was no drug exposure to patient or healthcare provider. There was no other physical defects noted. There was no problem in the involved pump. The set was replaced, and therapy resumed. There was patient involvement but no patient harm and no health care provider harm.